Manufacturer narrative:
The customer is using sst ii plastic tubes. The samples were spun at 1960g for 10 minutes. No information regarding patients and the system was provided. Service information was requested, but was not supplied. The root cause for the event has not been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to increased number of false positive hepatitis b virus surface antigen (hbsag) results obtained from unicel dxi 800 access immunoassay analyzer after having the analyzer connected to powercel power processor. No patient treatment was affected because all positive results were run on confirmatory tests.